Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a procedure was going to take place to implant a right atrial lead however it was noted that the pacing thresholds on this right ventricular (rv) lead had increased thus it was elected to replace the device to a single chamber pacemaker and a new rv lead was then implanted. This rv lead was surgically abandoned. No additional adverse patient effects were reported.